Event description:
On (B)(6) 2013, wife reported an infusion headset leaked insulin due to a bent cannula. This was discovered when the infusion device displayed an e4 occlusion error, and they inspected the infusion set and found the adhesive was wet. The infusion device has displayed several e4 errors over the last 3 days. The headset is inserted manually, and there was an audible click when the tube is connected to the headset. Patient's insertion technique and site rotation were reviewed, and he was sent an insertion device. Wife reported the patient is "shaky" and believes the bent cannulas are caused by his insertion technique. The alleged infusion sets were replaced and requested for evaluation. Follow-up was completed on (B)(6) 2013. The headset was changed on (B)(6) 2013 and is functioning normally, and his blood glucose has been "very good."

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
No product was returned for evaluation. The reference samples were visually inspected and tested for flow, leak and click. All test results were within specifications. Device was not returned to manufacturer.